Manufacturer narrative:
E1: patient city: (B)(6). Patient state/province: (B)(6). Patient country: united kingdom. A2: age at the time of event - 69 years. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
This emdr is being submitted for an unknown number of wafers with unknown lot and known reference number. It was reported by a nurse regarding the issue which was observed by the customer after using company¿s skin barriers. Customer advised that there was an issue with the breakdown of the hydrocolloid and it was blocking externally and not allowing the output out and this became very uncomfortable. The stoma was not blocked internally. Therefore, they lasted only twenty-four to forty-eight hours whereas, she used to change just twice per week and felt the hydrocolloid on her older ones was more durable. No photo was available at this time.